Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported two days after implant that there was an abrupt change in right ventricular (rv) lead pacing impedance. Rv lead impedance is now high along with an abrupt increase in pacing threshold such that there is no capture at maximum outputs. The lead configuration was reprogrammed and pacing impedance and pacing thresholds are now within expectations. The lead remains in use but intervention is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.